Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube on the angio-seal device was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site and the vessel diameter were unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.